Manufacturer narrative:
(B)(4). The device was returned and visual inspections were performed on the device. The reported separation was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during unpackaging of the device, it was noted that the retrieval catheter provided in the 5.5mm x 190mm rx accunet 3-in-1 embolic protection system (eps) had the tip separated. The retrieval catheter was not used in the patient. Another retrieval catheter was used without issue. There was no clinically significant delay during the procedure. No additional information was provided.